Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are on their upper retainer number 14 and lower aligner number 27. They still have crowded lower teeth and the molars on their right side don't align with the upper teeth as they do on their left side, and it is causing them to chew only on their left side. The patient stated that they still need to have the lower teeth uncrowned and push out more to help alleviate the miss alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.